Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping/severe lower abdominal pain"), abdominal pain upper ("severe upper abdominal pain"), urinary tract disorder ("bladder or urinary problems or changes"), stress urinary incontinence ("stress incontinence") and uterovaginal prolapse ("uterovaginal prolapse") in a 27-year-old female patient who had essure (batch no. 627439) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included acute vaginitis. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, 2 years 1 month after insertion of essure, the patient experienced menorrhagia ("severe menstrual bleeding/abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), coital bleeding ("abnormal post coital bleeding") and pelvic pain ("pain pelvic"). On (B)(6) 2014, the patient experienced paraesthesia ("tingling in hands") and hypoaesthesia ("numbness in hands"). In 2017, the patient experienced urinary tract disorder (seriousness criterion medically significant), stress urinary incontinence (seriousness criterion medically significant) and uterovaginal prolapse (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), abdominal pain upper (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual cramping"), procedural pain ("painful post-operative reccovery after essure removal"), hypertension ("high blood pressure,"), stress ("stress,") and weight increased ("weight gain"). The patient was treated with nsaid's, hysterectomy (partial) with bilateral removal of fallopian tubes to remove the essure device) and surgery (eua, cysto, sling). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, abdominal pain upper, menorrhagia, dysmenorrhoea and procedural pain was resolving, the vaginal haemorrhage and pelvic pain had resolved and the hypertension, stress, urinary tract disorder, stress urinary incontinence, paraesthesia, dyspareunia, weight increased, uterovaginal prolapse, hypoaesthesia and coital bleeding outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, coital bleeding, dysmenorrhoea, dyspareunia, hypertension, hypoaesthesia, menorrhagia, paraesthesia, pelvic pain, procedural pain, stress, stress urinary incontinence, urinary tract disorder, uterovaginal prolapse, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure laparoscopic bilateral tubal ligation. Right : 5 coils. Left: 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on an unknown date: benign secretory phase e'dometria: tissue. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2009: negative. Ultrasound scan vagina - on (B)(6) 2017: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 25-may-2018: plaintiff fact sheet and medical records received: reporters details added. Event added as abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: stress, high blood pressure, bladder or urinary problems or changes: stress incontinence & hypotonic bladder, dyspareunia (painful sexual intercourse), pain, weight gain I loss specify which one: weight gain, other injury(ies) or complications please describe: uterovaginal prolapse, numbness/ tingling in hands. Lot number added. Case medically confirmed. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping/severe lower abdominal pain"), abdominal pain upper ("severe upper abdominal pain"), urinary tract disorder ("bladder or urinary problems or changes"), stress urinary incontinence ("stress incontinence") and uterovaginal prolapse ("uterovaginal prolapse") in a 27-year-old female patient who had essure (batch no. 627439) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo, lisinopril, hctz and sprintec. Concurrent conditions included acute vaginitis. On (B)(6)2009, the patient had essure inserted. In march 2009, the patient was found to have weight increased ("weight gain"). On (B)(6)2011, the patient experienced menorrhagia ("severe menstrual bleeding/abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), coital bleeding ("abnormal post coital bleeding") and pelvic pain ("pain pelvic"), 2 years 1 month after insertion of essure. On(B)(6)2014, the patient experienced paraesthesia ("tingling in hands") and hypoaesthesia ("numbness in hands"). In 2015, the patient experienced hypertension ("high blood pressure,") and stress ("stress,"). On (B)(6) 2017, the patient experienced stress urinary incontinence (seriousness criterion medically significant), uterovaginal prolapse (seriousness criterion medically significant) and hypertonic bladder ("overactive bladder"). In 2017, the patient experienced urinary tract disorder (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), abdominal pain upper (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual cramping") and procedural pain ("painful post-operative reccovery after essure removal"). The patient was treated with nsaid's and surgery (eua, cysto, sling, hysterectomy (partial),bilateral removal of fallopian tubes and underwent a vaginal hysterectomy and bilateral salpingectomy to remove the essure device). Essure was removed on (B)(6)2017. At the time of the report, the abdominal pain lower, abdominal pain upper, dysmenorrhoea and procedural pain was resolving, the menorrhagia, vaginal haemorrhage, coital bleeding and pelvic pain had resolved and the hypertension, stress, urinary tract disorder, stress urinary incontinence, paraesthesia, dyspareunia, weight increased, uterovaginal prolapse, hypoaesthesia and hypertonic bladder outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, coital bleeding, dysmenorrhoea, dyspareunia, hypertension, hypertonic bladder, hypoaesthesia, menorrhagia, paraesthesia, pelvic pain, procedural pain, stress, stress urinary incontinence, urinary tract disorder, uterovaginal prolapse, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure laparoscopic bilateral tubal ligation right : 5 coils left: 4coils diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Biopsy endometrium - on an unknown date: results: benign secretory phase e'dometria: tissue. Hysterosalpingogram - on (B)(6)2009: results: total bilateral occlusion. Pregnancy test urine - on (B)(6)2009: results: negative. Ultrasound scan vagina - on (B)(6)2017: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received. Reporter information updated. Patient demographics added. New event overactive bladder added. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping/severe lower abdominal pain"), abdominal pain upper ("severe upper abdominal pain"), urinary tract disorder ("bladder or urinary problems or changes"), stress urinary incontinence ("stress incontinence") and uterovaginal prolapse ("uterovaginal prolapse") in a 27-year-old female patient who had essure (batch no. 627439) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo, lisinopril, hctz and sprintec. Concurrent conditions included acute vaginitis. On (B)(6) 2009, the patient had essure inserted. In march 2009, the patient experienced weight increased ("weight gain"). On (B)(6) 2011, 2 years 1 month after insertion of essure, the patient experienced menorrhagia ("severe menstrual bleeding/abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), coital bleeding ("abnormal post coital bleeding") and pelvic pain ("pain pelvic"). On (B)(6) 2014, the patient experienced paraesthesia ("tingling in hands") and hypoaesthesia ("numbness in hands"). In 2017, the patient experienced urinary tract disorder (seriousness criterion medically significant), stress urinary incontinence (seriousness criterion medically significant) and uterovaginal prolapse (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), abdominal pain upper (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual cramping"), procedural pain ("painful post-operative reccovery after essure removal"), hypertension ("high blood pressure,") and stress ("stress,"). The patient was treated with nsaid's, surgery (hysterectomy (partial),bilateral removal of fallopian tubes), surgery (underwent a vaginal hysterectomy and bilateral salpingectomy to remove the essure device), surgery (eua, cysto, sling), surgery (eua, cysto, sling) and surgery (eua, cysto, sling). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, abdominal pain upper, menorrhagia, dysmenorrhoea and procedural pain was resolving, the vaginal haemorrhage and pelvic pain had resolved and the hypertension, stress, urinary tract disorder, stress urinary incontinence, paraesthesia, dyspareunia, weight increased, uterovaginal prolapse, hypoaesthesia and coital bleeding outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, coital bleeding, dysmenorrhoea, dyspareunia, hypertension, hypoaesthesia, menorrhagia, paraesthesia, pelvic pain, procedural pain, stress, stress urinary incontinence, urinary tract disorder, uterovaginal prolapse, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure laparoscopic bilateral tubal ligation. Right : 5 coils. Left: 4coils . Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on an unknown date: benign secretory phase e'dometria: tissue hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2009: negative. Ultrasound scan vagina - on (B)(6) 2017: total bilateral occlusion . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping/severe lower abdominal pain'), abdominal pain upper ('severe upper abdominal pain'), urinary tract disorder ('bladder or urinary problems or changes'), stress urinary incontinence ('stress incontinence') and uterovaginal prolapse ('uterovaginal prolapse') in a 27-year-old female patient who had essure (batch no. 627439) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic prolapse, stress urinary incontinence, overactive bladder and nabothian cyst. On (B)(6) 2009, (B)(6) 2017 essure confirmation test was done and result showed - total bilateral occlusion. Previously administered products included for an unreported indication: depo, lisinopril, hctz and sprintec. Concurrent conditions included acute vaginitis. Concomitant products included hydrochlorothiazide (hctz) and lisinopril. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient was found to have weight increased ("weight gain"). On (B)(6) 2011, the patient experienced heavy menstrual bleeding ("severe menstrual bleeding/abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), coital bleeding ("abnormal post coital bleeding") and pelvic pain ("pain pelvic"), 2 years 1 month after insertion of essure. On (B)(6) 2014, the patient experienced paraesthesia ("tingling in hands") and hypoaesthesia ("numbness in hands"). In (B)(6) 2015, the patient experienced hypertension ("high blood pressure,") and stress ("stress,"). On (B)(6) 2017, the patient experienced stress urinary incontinence (seriousness criterion medically significant), uterovaginal prolapse (seriousness criterion medically significant) and hypertonic bladder ("overactive bladder"). In 2017, the patient experienced urinary tract disorder (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), abdominal pain upper (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual cramping") and procedural pain ("painful post-operative reccovery after essure removal"). The patient was treated with nsaids and surgery (eua, cysto, sling, hysterectomy (partial),bilateral removal of fallopian tubes and underwent a vaginal hysterectomy and bilateral salpingectomy to remove the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, abdominal pain upper, dysmenorrhoea and procedural pain was resolving, the heavy menstrual bleeding, vaginal haemorrhage, coital bleeding and pelvic pain had resolved and the hypertension, stress, urinary tract disorder, stress urinary incontinence, paraesthesia, dyspareunia, weight increased, uterovaginal prolapse, hypoaesthesia and hypertonic bladder outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, coital bleeding, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, hypertension, hypertonic bladder, hypoaesthesia, paraesthesia, pelvic pain, procedural pain, stress, stress urinary incontinence, urinary tract disorder, uterovaginal prolapse, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure laparoscopic bilateral tubal ligation. Right : 5 coils. Left: 4coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Biopsy endometrium - on an unknown date: results: benign secretory phase e'dometria: tissue. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Pathology test - on (B)(6) 2017: uterus: cervix with small nabothian cysts (clinically prolapse) . Secretory pattern endometrium. Normal myometrium. Fallopian tube with coils.. Pregnancy test urine - on (B)(6) 2009: results: negative. Ultrasound scan vagina - on (B)(6) 2017: results: total bilateral occlusion. Lot number:627439 manufacturing date:2008-06 expiration date:2010-06. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 17-jun-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping/severe lower abdominal pain'), abdominal pain upper ('severe upper abdominal pain'), urinary tract disorder ('bladder or urinary problems or changes'), stress urinary incontinence ('stress incontinence') and uterovaginal prolapse ('uterovaginal prolapse') in a 27-year-old female patient who had essure (batch no. 627439) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic prolapse, stress urinary incontinence, overactive bladder and nabothian cyst. On (B)(6) 2009, (B)(6) 2017 essure confirmation test was done and result showed - total bilateral occlusion. Previously administered products included for an unreported indication: depo, lisinopril, hctz and sprintec. Concurrent conditions included acute vaginitis. Concomitant products included hydrochlorothiazide (hctz) and lisinopril. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient was found to have weight increased ("weight gain"). On (B)(6) 2011, the patient experienced heavy menstrual bleeding ("severe menstrual bleeding/abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), coital bleeding ("abnormal post coital bleeding") and pelvic pain ("pain pelvic"), 2 years 1 month after insertion of essure. On (B)(6) 2014, the patient experienced paraesthesia ("tingling in hands") and hypoaesthesia ("numbness in hands"). In (B)(6) 2015, the patient experienced hypertension ("high blood pressure,") and stress ("stress,"). On (B)(6) 2017, the patient experienced stress urinary incontinence (seriousness criterion medically significant), uterovaginal prolapse (seriousness criterion medically significant) and hypertonic bladder ("overactive bladder"). In 2017, the patient experienced urinary tract disorder (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), abdominal pain upper (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual cramping") and procedural pain ("painful post-operative reccovery after essure removal"). The patient was treated with nsaids and surgery (eua, cysto, sling, hysterectomy (partial),bilateral removal of fallopian tubes and underwent a vaginal hysterectomy and bilateral salpingectomy to remove the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, abdominal pain upper, dysmenorrhoea and procedural pain was resolving, the heavy menstrual bleeding, vaginal haemorrhage, coital bleeding and pelvic pain had resolved and the hypertension, stress, urinary tract disorder, stress urinary incontinence, paraesthesia, dyspareunia, weight increased, uterovaginal prolapse, hypoaesthesia and hypertonic bladder outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, coital bleeding, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, hypertension, hypertonic bladder, hypoaesthesia, paraesthesia, pelvic pain, procedural pain, stress, stress urinary incontinence, urinary tract disorder, uterovaginal prolapse, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure laparoscopic bilateral tubal ligation: right : 5 coils. Left: 4coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Biopsy endometrium - on an unknown date: results: benign secretory phase e'dometria: tissue. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Pathology test - on (B)(6) 2017: uterus: cervix with small nabothian cysts (clinically prolapse) . Secretory pattern endometrium. Normal myometrium. Fallopian tube with coils.. Pregnancy test urine - on (B)(6) 2009: results: negative. Ultrasound scan vagina - on (B)(6) 2017: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 9-jun-2021: mr received-new reporter, lab data, medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping/severe lower abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), abdominal pain ("severe upper abdominal pain"), menorrhagia ("severe menstrual bleeding"), dysmenorrhoea ("severe menstrual cramping") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (underwent a vaginal hysterectomy and bilateral salpingectomy to remove the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, abdominal pain, menorrhagia, dysmenorrhoea and procedural pain was resolving. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, menorrhagia and procedural pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.